Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 474 mg/dl at the time of incident. The customer declined for troubleshooting. The customer stated no symptoms related to high blood glucose. The insulin pump will be returned for analysis.